Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log indicated that the device was able to obtain ECG via electrode pads but when switched to pace mode (the view source automatically switches to lead ii) an ECG signal was no longer displayed. The log showed that the ECG cable was attached and several ECG lead fault messages were observed. Due to the ECG lead faults, no ECG via the ECG leads was obtained. The pacing feature requires a valid impedance from the defibrillation pads as well as the ECG monitoring electrodes. This report has been attributed to poor coupling via the ECG leads. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-02018 for a similar event reported from the same customer.